Manufacturer narrative:
Exemption number (B)(4). The device is currently being sent to bbm (B)(4) for evaluation. A follow up report will be provided when the device evaluation results become available.

Event description:
(B)(4).